Event description:
The customer reported that discrepant cardiac troponin (accutni) results were generated on the access 2 immunoassay system for multiple patients across four days. This report represents the discrepant accutni results generated for three patients on (B)(6) 2012. Beckman coulter inc. Assessment of customer supplied data indicated that two of the patients' results were reproducible within the risk stratification range and the third patient's results were reproducible above the acute myocardial infarction (ami) threshold of the assay, however, the results did not reproduce within labeled accutni precision limits. The discrepant accutni results were reported out of the laboratory and it is unknown as to whether there was a death, serious injury or modification to patient treatment associated or attributed to this event. The samples were collected in serum and plasma tubes and were not abnormal in appearance. The samples were tested within one hour of collection and were centrifuged at room temperature prior to testing. Quality control performed within the customer's established limits on the date of the event. Beckman coulter inc. Assessment of customer supplied instrument performance data indicated that, system checks performed by the customer on (B)(6) 2012 passed within instrument specifications. Patient specific information was not provided by the customer.

Manufacturer narrative:
Service was dispatched to the site on (B)(6) 2012 for this event. The field service engineer (fse) replaced the reaction vessel belt and mixer pulleys, and performed a routine system check which passed within the instrument's specifications. The customer subsequently performed a quality assurance assessment which generated acceptable results. Upon the completion of the necessary and verified repairs, the instrument was returned back into operation. A definitive root cause for this event has not been determined to date. Mdrs associated with this event: 2122870-2012-00215, 2122870-2012-00232, 2122870-2012-00216, 2122870-2012-00217.